Manufacturer narrative:
Product ID: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure first attempt to affix the leadless ipg in the mid-septum position was unsuccessful due to only one confirmed tine engaged into the myocardium. Electrical parameters were acceptable. Physician decided to change the position of the leadless ipg. The patient reported chest pain during positioning of the catheter delivery system in the low septum-apex region of the heart. Subsequently, communication with patient was lost. It was also reported that the patient experienced cardiac tamponade. Immediate rescue action was initiated via external heart message. Echo examination revealed liquid in the pericardium sack. Evacuation of liquid from pericardium sack was performed through sternum puncture. The patient was intubated and sedated for emergency sternotomy, location of the hole in the right ventricle and closure. Heart muscle perforation was located and closed. Patient blood pressure was low but stable. Blood transfusion was performed during rescue and procedure. When patient was stabilized, the leadless ipg was implanted without problem. The patient was admitted to intensive care unit and condition serious but stable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.